Event description:
It was reported that the patient recently had an implant and has been "feeling it in my diaphragm". The patient will be seeing the physician. Follow-up is in progress. The decision to report was determined based on information that was available at the time of decision. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947 implantable defibrillation lead (B)(6) 2006. (B)(4).

Event description:
It was also reported that the lead was reprogrammed.